Event description:
Information was received from the healthcare provider (hcp) and patient representative (rep) regarding a patient receiving intrathecal medication via an implantable pump for spinal pain. The hcp reported that a relative said the pump was not working any more. They said it had been dead for 10 years. Pump was implanted (B)(6) 2021.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.